Event description:
It was reported that during a craniotomy, a portion of the duraguard attachment broke off. The device fragment was immediately retrieved by the surgeon, with no adverse effects to the patient. Backup equipment was used to complete the procedure, without causing a clinically significant delay. No medical intervention or additional treatment was required for the patient, as a result of this event. No patient or user injury was reported, and no other adverse consequences were alleged.

Manufacturer narrative:
The device was not returned to the manufacturer for an investigation. A follow up report will be submitted if the product is returned for evaluation.